Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had an issue with color reproduction. As reported, "blood was brown and therefor they could not identify structures and type of bleeding correctly". The issue occurred during an unspecified procedure. The procedure was completed using the subject device. The doctor was able to continue the procedure normally and complete it successfully without patient injury or delay.